Event description:
Pt underwent fusion at l2 - ilium on (B)(6) 2012. An x-ray taken during six week follow-up visit on (B)(6) 2012 revealed the left l2 screw pulled out of the pedicle and the right l2 screw slid off the rod cranially. Pt was returned to operating room on (B)(6) 2012, surgeon revised the construct by moving the two l2 screws and replacing them, placed uss dual opening screws at l1, and placed a new 6.0 rod connected with 5.5/6.0 parallel connectors to the existing rod. This is 3 of 5 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.